Manufacturer narrative:
The customer contacted the technical support center (tsc) to report the discordant troponin ultra (tniu) result. The tsc verified sample handling, reviewed quality controls (qc) and calibration data, which were within specification. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse ran multiple diluent and ran qc, all in range. The cause of the discordant tniu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high troponin ultra (tniu) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported, and questioned by a nurse. The customer repeated the same sample on the same advia centaur cp instrument, and it recovered lower. The customer also repeated the original sample on an alternate advia centaur xp instrument, and obtained the same result as the first repeat. The repeat result from advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni result.